Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent bladder coil was buckled/accordion. A photo of the device was provided and it was observed that the stent was kinked, however, this was not identified in the returned device. During functional test, the mandrel passed through the stent without resistance. No other problems with the device were noted. The reported event was not confirmed. Based on all the gathered information and product analysis, the positioner has to be loaded by the radiopaque tip of the positioner onto the guidewire and advance it until it reaches the stent. If the positioner is advanced with excess force over the guidewire, the stent can get buckled/accordioned resulting in difficulty/unable to advance the stent to the target site. As the time of event was prior to the procedure, and no deviations in the manufacturing process were identified during the device history record review, it is probable that that operational factor such as the excess force applied during interaction with the guidewire or positioner, could have caused the failure that was observed, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used during a transureteroscopic holmium laser lithotripsy procedure in the ureteropelvic calculus, performed on (B)(6) 2023. Outside of the patient, it was found that the stent was fractured. Another percuflex plus stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. Actions taken by the physician to try to resolve the event consisted of observation. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used during a transureteroscopic holmium laser lithotripsy procedure in the ureteropelvic calculus, performed on (B)(6) 2023. Outside of the patient, it was found that the stent was fractured. Another percuflex plus stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. Actions taken by the physician to try to resolve the event consisted of observation. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked.